Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device batch qgbaux and no non-conformances were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For incident #1- needle suture pull off - (B)(4). Please clarify following: did only 1 suture needle pull off occur during this single vessel anastomosis surgery? If no, please provide number. Event/procedure date? Please specify procedure name? Device return status/follow up? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent unknown anastomosis surgery in 2021 and the suture was used. The needle snapped from suture when a surgeon was trying to tie the suture after the vessel was sutured. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 06/15/2021. Additional information: g6:initial and 30 day should be in the initial medwatch report 2210968-2021-05556. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 06/18/2021. Additional information was requested, and the following was obtained: 1.for incident #1- needle suture pull off - (B)(4). Please clarify following: did only 1 suture needle pull-off occur during this single vessel anastomosis surgery? If no, please provide number. Response: yes, just once. 2. Device return status/follow up? As per note (B)(4). 42x code: 8935h, prolene suture 36"(90cm) 4-0 blu have been shipped all together for (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.